Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller stated their hands started getting tremors. Caller stated they put the insr on and both batteries were full. Caller stated when they put the ins on they were getting poor communication. Caller stated since their hands had tremors they could not hold anything in their hands. Caller stated when they checked their ins the day before it showed their ins was off but the battery was full. Patient services reviewed that meant the ins was shut off. Caller stated they were just at the hcp office because they were having the tremors really bad the last week or two weeks ago and the hcp set the settings back. Caller stated that had happened to them a couple times in the year so far. When syncing with the patient programmer it was shown to be off. The left side was at 1.20 and the right side was at 3.75. Reviewed with caller to turn stimulation on. Issue was not resolved. Patient services was able to resolve the poor communication screen. Once that was resolved the patient was told to turn the ins back on. Caller stated the settings were at 1.20v and 3.75v, the patient stated that was the setting the hcp gave them at the office visit and it was fine then. Patient services were walking caller through turning the stimulation down in order to turn the ins back on. Caller was then disconnected and called back in. Caller went through that they were at the hcp office 10 days ago because their tremors were really bad and their whole body was going through tremors. The patient did state that when the tremors were going they couldn't walk or feed themselves. Patient said their doctor raised their amplitude to 3.75. Patient turned the therapy back off and put in new duracell programmer batteries. Patient said they charged their ins tuesday, wednesday, and started that morning with the batteries full. After syncing with programmer it was shown to be off. Patient was at 3.75v. Had the patient decrease stimulation down to 2.95v where they hit the lower limit screen. Reviewed with caller to turn stimulation on. This had resolved the issue. Had the patient turn the therapy back on and slowly increased the stimulation back to 3.75v. Patient said that 90% of their tremors were gone. Troubleshooting re solved the issue. Caller was told that if symptoms return to make sure therapy was on, and to follow up with doctor if symptoms were still there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient weight was updated. The patient reported that change in activity (writing, feeding, walking) led to the ins being turned off and the return of tremor symptoms. No further complications were reported as a result of this event.